Event description:
Mesa screw broke at s1 in a figure skater who suffered fall approximately 2 months post-op while practicing. The patient was revised.

Manufacturer narrative:
This incident is being filed as a precaution however, the fracture of the screw is believed to be due to the patient's non-compliance with the follow-up regime. Figure skating just 2 months after surgery is somewhat aggressive. The lot # nor the product were returned for evaluation however, a general review of the manufacturing records did not reveal any discrepancies.